Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 144 mg/dl, 220 mg/dl and 40 mg/dl. The customer was assisted with troubleshooting and declined. The customer sensor blood glucose value was 160 mg/dl, 70 mg/dl. Customer reported that they taking a shower tape not sticking. Customer stated that she was in auto mode. Device will not be returned for analysis.